Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is reporting on behalf of hospira. Imp.#(B)(4).

Event description:
The event was reported by a customer from USA: "I was texted a photo of a broken power supply and informed that the plug came apart and shocked a patient. The account will not supply me any further detail until they complete their internal incident reports and quality assurance measures. Catalog:16355-02. Delay in therapy: yes. Need for medical intervention: unknown. Serious injury or death: no"